Manufacturer narrative:
The event date is approximate.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that a patient¿s ins ¿messed up on him¿. All of a sudden stimulation went in full power, like it was too much, and patient could not breath. He turned ins off. Patient has not used the ins since then. He is scarred to use it because it went haywire. Patient would like to have ins removed. Patient does not have any device managing healthcare provider. The patient has not seen the surgeon who implanted the device since the implantation. No further complications were reported. No additional symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.